Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in the (B)(6) reported that an rd900 neopuff infant resuscitator manometer was giving inaccurate readings. No patient consequence was reported.